Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula and experienced high blood glucose level. Further, her highest blood glucose level was about 600 mg/dl, which she tried to treat with a bolus, but on (B)(6) 2020, the patient was admitted to the hospital due to diabetic ketoacidosis, where she received insulin drip as corrective treatment. Moreover, the infusion had been used for one day. Currently, she was hospitalized and there was no permanent damage to the patient. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.